Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support (tts), it was discovered that the customer was charging the pump was third-party charging supplies. Ttts advised customer to always use tandem-provided supplies to charge the pump. There was no reported adverse impact to the customer. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.